Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, an echocardiogram was performed, and the device was going towards the septum and the pigtail was slightly trapped. There was also a very low placement signal. The plan was to stabilize the patient and upgrade the patient to an impella 5.5 for long term recovery.